Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with degenerative lateral bending; and underwent posterior lumbar decompression and bone graft fusion with internal fixation. Intra-op, the screwdriver broke. No fragment of the broken instrument remained in the patient. No patient complications were reported as a result of this event